Manufacturer narrative:
The manufacturer previously reported information in reference to the type of reportable event that was incorrect. Corrections included in this report are as follows: during the evaluation of the device, the third-party service center found evidence of foam degradation.

Event description:
During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation.

Event description:
During the evaluation of the device at the manufacturer's service center, there was no observation of particles; however, an error code was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error code 20, 22 and 226 in the device's event log. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.